Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion to the previously reported event. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1061118 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1061118 and test base part number 190-430 / lot 1061118. The lot met the required release specifications. (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is cross contamination..

Event description:
The customer reported ten (10) false positive results with the ID now covid-19 assay performed in between (B)(6) 2021 to (B)(6) 2021. This MFR. Report addresses patient nine (9) of (10). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a nasopharyngeal swab. Pcr confirmation testing was performed and generated a negative result. Although requested, no additional patient information, including treatment and outcome, has not been provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1025538 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1025538, test base part number 190-430 / lot 1025538. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025538 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the logfiles were deleted prior to export. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration. MFR reference reports: 1221359-2021-01897, 1221359-2021-03264, 1221359-2021-03265,1221359-2021-03266,1221359-2021-03267,1221359-2021-03268,1221359-2021-03269,1221359-2021-03270, 1221359-2021-03272.